Event description:
It was reported by the customer that "nurse educator called and communicated there was a patient with a power PICC solo. When conducting the second dressing change and changing the needle free connector, there was a consistent drip of blood coming from the hub of the catheter. Consistency of blood was bright red, dripping was not pulsatile but was constant." Additional information received 2/7/2023: customer reports that an arterial placement was ruled out. The blood was leaking from a hole/fracture in the catheter, not from an open luer hub.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regt3396 showed no other similar product complaint(s) from this lot number.